Event description:
Procedure: laparoscopy. Reportedly, when the device was applied over fibrotic tissue the stapler cut but, the staples did not close properly. The report states there was bleeding which required a conversion to an open procedure and manual suturing to correct the situation.